Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient regarding her sister which she stated had an interstim device. She stated her sister got shocked from her device when she had the interstim device. No further information or complications were reported.